Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. A few hours post procedure it was noted that the patient had a pericardial effusion. The physician performed a pericardiocentesis and drained 200ml of fluid from the patient. The patient made a full recovery from this event and has since been discharged from the hospital.